Event description:
Discordant, falsely elevated sodium (na) results were obtained on patient samples on an advia 1200 instrument. The discordant results were not reported to the physician(s). The customer replaced the na electrode and repeated the samples on the same instrument, resulting lower. It is unknown if the corrected results were reported to the physician(s). There are no reports of adverse health consequences due to the discordant, falsely elevated na results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc instructed the customer to replace the sodium electrode and recalibrate the assay. The customer ran quality controls, which resulted within range. Patient samples were repeated, resulting as expected. The cause of the discordant, falsely elevated sodium results was related to an electrode malfunction. The instrument is performing according to specifications. No further evaluation of the device is required.